Manufacturer narrative:
This report is submitted on may 1, 2020.

Event description:
Per the audiologist, the device was explanted on (B)(6) 2020 as requested by the patient since his hearing had improved.